Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Event description:
Allegedly patient had periprosthetic fracture post op and after subsequent distal plating the profemur r implant had subsided. Revised to a distal locking hip implant (biomet). Original surgery 2013.